Manufacturer narrative:
One opened sample was returned for "blunt knife". Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have damaged/rolled cutting edge at several locations close to the tip. It appears the product may have been used due to the presence of possible surgical residue on the blade. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on acceptance criteria. Damage to the cutting edge of the blade like that observed can result in perceived blunt knife as described by the customer. However, it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade cutting edge contacts a hard surface. The condition of the blade does appear that the product may have been used. There have been no changes in the mfg process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. (B)(4).

Event description:
A surgeon reported that a knife blade was blunt and not correctly sharp during surgery, but there was no harm to the pt. A different knife was used to complete the procedure.